Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [236157.pdf]

Manufacturer narrative:
As this complaint is also being handled through smith & nephew's legal teams, any responses to these queries are not immediately available to the members of smith & nephew's regulatory team and are not expected to be available for several months, if ever. This is because the timing of device return / the delivery of the information is in the control of the patient's solicitors, not smith & nephew. Smith & nephew's legal teams have confirmed that if they receive additional relevant information on this complaint (reason for complaint, including part/lot, patient, surgeon, device availability, dates of implantation or revision) they will inform us, at which point the complaint will be reopened for investigation.

Event description:
It was reported that a revision surgery from the right hip was performed due to severe pain, elevated levels of cobalt chromium and limited mobility.